Event description:
It was reported that the patient was experiencing pain with the spinal cord stimulator (scs) device. The patient was not getting an adequate pain relief despite reprogramming attempts. The patient received an injection that the patient thought it only helped initially. Additional information was received that the patients pain was located at the low back as well as at the ipg site. It was believed that the patients pain was device related.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain with the spinal cord stimulator (scs) device. The patient was not getting an adequate pain relief despite reprogramming attempts. The patient received an injection that the patient thought it only helped initially .

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081797/7081534.

Event description:
It was reported that the patient was experiencing pain with the spinal cord stimulator (scs) device. The patient was not getting an adequate pain relief despite reprogramming attempts. The patient received an injection that the patient thought it only helped initially. Additional information was received that the patients pain was located at the low back as well as at the ipg site. It was believed that the patients pain was device related. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively and the explanted scs system was not returned.